Event description:
Customer reported 12 alarms not working properly. No patient injury or incident. New batteries were replaced all at once, same brand. Pictures received, some shows physical damage.

Manufacturer narrative:
Evaluation of the returned product found that the unit does not play in voice and voice/tone mode and when the record button is pressed, recording does not play. If the message does not play when expected or only a clicking noise is heard when the message plays, the alarm may fail to encourage the patient to not exit the bed or chair and the caregiver will not be alerted. Being that the unit has been in use for over 10 years, it is unlikely that a manufacturing non-conformity contributed to the reported issue and the likely cause of the event is normal wear and tear. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The instructions for use state: to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).